Event description:
It was reported the pt is unable to establish communication between the ipg and the pt's programmer. It was also reported the programmer displays a communication error. The pt has not charged the ipg in approximately 2 months and the pt is without stimulation. The pt will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.